Manufacturer narrative:
B3. Date of event: this event occurred on multiple occasions/dates; however, the initial event occurred on (B)(6) 2024. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the heating appliance repeatedly went into repair mode after a short operating time. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 28-oct-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. The device looks to be in good condition. Warming hose and power cord provided. No unusual entries found in the ehl (event history log). Functional testing was performed. The customer's indicated failure was confirmed. The root cause was the faulty distribution pcba (printed circuit board assembly). After replacing the distribution pcba the device was working as expected. Long term test performed. Electrical safety and functional test passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.